Event description:
It was reported that a ventilator dependent pt experienced leakage with the inner/outer cannulae seal with two (2), size 6 lpc, low pressured cuffed tracheostomy tubes. The first device was reportedly in use ten (10) days and the second device was in use seven (7) days when the problems were detected. It was also reported that multiple inner cannulae are rotated and interchanged with non-mated outer cannulae. This type of usage is contraindicated on the labeled device instructions for use. There was one (1) pt involved with no report pt injury. The two (2), size 6 lpc devices are reportedly availabile to be returned to the MFR for identification, analysis and investigation. As of the date of this report, the devices have not been received by the MFR.